Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned for physical evaluation with the corporate provided caps attached. The fibers were wet and there was evidence of blood exposure throughout. There were no cracks noted on the header caps, the ports, or any other part of the dialyzer. The sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected. The dialyzer was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint could not confirm the reported event. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the facility who was familiar with the event. The blood leak occurred approximately thirty minutes into the hd treatment. The rn stated that droplets of blood were noticed on the floor in front of the machine. Upon closer inspection, the rn realized that blood was leaking externally from the arterial end of the dialyzer where a crack was visible. There were no alarms from the machine, a fresenius 2008t machine. The rn confirmed that no leaks were noticed during the priming phase. Shortly after the leak was identified, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional information was obtained through follow-up with a registered nurse (rn) from the facility who was familiar with the event. The blood leak occurred approximately thirty minutes into the hd treatment. The rn stated that droplets of blood were noticed on the floor in front of the machine. Upon closer inspection, the rn realized that blood was leaking externally from the arterial end of the dialyzer where a crack was visible. There were no alarms from the machine, a fresenius 2008t machine. The rn confirmed that no leaks were noticed during the priming phase. Shortly after the leak was identified, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint sample was confirmed to be available for manufacturer evaluation.